Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot, stained end cap sticker and cracked reservoir tube.

Event description:
The customer reported that the insulin alarmed while changing the infusion set and rewinding the device. The blood glucose reading was 72mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.